Manufacturer narrative:
The two blades subject to this MDR were returned to the MFR for eval. It was visually confirmed that one tab was broken from the mount of one blade and both tabs were broken from the second blade. The returned parts were measured where possible and all critical specs were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial. The second blade associated with this MDR is as follows: part number: 4125-097-090, lot number: 11036017.

Event description:
It was reported that during a total knee arthroplasty surgical procedure two blades broke at the mount. It was also reported that there was no adverse consequences for the pt. It was further reported that another blade was readily available and procedure was completed successfully.